Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that after implant the patient was able to charge, but over time the patient had difficulty charging and let the battery go into "overdischarge". The rep reported that when the patient was laying on their stomach the battery is palpable and seemed like the appropriate depth. When the patient sits up the battery becomes out of plane and not able to get a signal without manipulating charger antenna to match the plane. The rep did a power on reset (por) reset, was able to get battery to 40%, instructed patient to charge to 100%, and keep topping off, don¿t let it get below 80%, keep stim off. The physician had referred her for a pocket revision.